Event description:
It was reported that this patient is undergoing radiation treatments and as a result receiving regular device interrogations. This pacemaker declared a signal artifact monitoring (sam) episode due to oversensing the minute ventilation (mv) signal on the right atrial (ra) lead. As a result of the sam episode, the minute ventilation (mv) sensor switched vectors from right atrial (ra) to right ventricular (rv) vector. Additionally, the non-boston scientific lead was exhibiting a high out of range pace impedance measurement, measuring greater than 3,000 ohms. Technical services was consulted. The device remains in service at this time. No adverse patient effects were reported. This device is listed on the most recent minute ventilation signal oversensing advisory.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.